Manufacturer narrative:
Analysis revealed that there was a discrepancy between the episode list and the ECG plot on the remote monitoring network report. Because the detection algorithm cannot detect multiple fractions with less then 12 v-markers in between the fractions in one episode, only the duration of the first detected pause fraction is represented in the duration. The pause fractions following the first pause fraction until episode termination (12 v markers) are viewable from the ECG, but are not included in the duration counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the physician that the remote monitoring network report lists a implantable loop recorder electrocardiogram (ECG) episode with a pause length of 3 seconds; however, the ECG plot lists pause lengths of more than 25 seconds which could be misleading. The physician proposed to extend the delineation of the pause ECG up to approximately 6 seconds. The network remains in use. There was no patient involvement.